Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient presented to the hospital for a procedure. During the procedure, it was noted that the right atrial (ra) lead was implanted and explanted on the same day due to an unknown reason. Meanwhile, it was also reported that the patient's current ra lead was capped and replaced on (B)(6) 2024 due to an unknown reason. Patient status was unknown.